Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a procedure. According to the complainant, the gold probe did not produce energy, when it was activated. Another gold probe device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The exact event date is unknown; however, it was reported as having occurred in (B)(6) 2012. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.